Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while the patient changed the infusion set, its tubing detached closed to the quick release/site connector. Reportedly, the tubing disconnected at the site and the tubing came off the clasp while the clasp remained there. The site was on the left side of the waist on the back and then was on the left butt. The infusion was in use for a day, as the infusion set was inserted. It was unsure, whether the infusions were stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing. It was unsure whether the pump was dropped with the set connected to the patient's body. No further information available.